Event description:
It was reported that during a low anterior resection procedure, after the cartridge had been fired the tech popped the reload out of the device. The silver casing stayed in the jaws of the stapler and only the white plastic came out. They used scissors to pry the casing out of the stapler. It was then reloaded and worked fine. There was no patient impact. The cartridge was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.